Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 380 mg/dl to 400 mg/dl with large ketones. During troubleshooting with tandem's technical support, the customer reported that the cartridge leaked from an unspecified location. The bg level was addressed with multiple boluses via the pump and a manual injection. The ketone level was addressed with fluid and insulin. At the time of the report, the customer's bg level was 190 mg/dl. The customer changed the cartridge as well as the infusion set to address the leaking cartridge and resumed insulin delivery.

Manufacturer narrative:
Per tandem's t:slim user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin."

Event description:
Reportedly, the cartridge was filled with 450 units.